Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastrectomy procedure. The powered stapling handle was being used for the stomach resection. The stapler was able to fire. When returning the knife to the initial position, it moved slowly. After the jaws opened, the display screen showed exclamation mark on yellow adapter indicator. The surgeon pushed every button, however, the articulated jaws did not return to the straight position and could not removed the device from the trocar. The surgeon used the manual adapter tool and then returned the articulated jaws to the straight position. Then able to remove the device from the trocar. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual or functional abnormalities were noted with the adapter. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturers¿ quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. To determine the cause of the slow firing and lack of response from the device would require evaluation of the handle data. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. F information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastrectomy procedure. The powered stapling handle was being used for the stomach resection. The stapler was able to fire. When returning the knife to the initial position, it moved slowly. After the jaws opened, the display screen showed exclamation mark on yellow adapter indicator. The surgeon pushed every button, however, the articulated jaws did not return to the straight position and could not removed the device from the trocar. The surgeon used the manual adapter tool and then returned the articulated jaws to the straight position. Then able to remove the device from the trocar. The procedure was completed with another device. There was no patient harm. The status of the patient is reported as no problem.